Manufacturer narrative:
(B)(4). The device has not been returned for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.

Event description:
An inpatient user facility reported during treatment a part of the blood pump on the machine cut into the bloodline as it was adjusted by a nurse. The cut in the bloodline occurred near the end of therapy and the patient did not resume treatment on the machine. The estimated blood loss was 150ml. The patient did not experience adverse effects and no medical intervention was required. The sample is not available for investigation.

Manufacturer narrative:
The device was not returned nor was a companion sample available to the manufacturer for physical evaluation. No malfunction was confirmed during evaluation of the alternate samples. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all bloodline tubing sets shipped to this account within the selected time frame. A records review was performed on each identified lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.